Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter product surveillance of a micron extension set in which the female luer of the extension set was leaking due to a broken luer. This condition occurred while priming with total parenteral nutrition and d10 dextrose. An alaris primary set was used with this extension set. There was no patient injury or medical intervention involved. The samples are not available. No additional information is available. This is report 3 of 4 of the same reported problem from this facility.